Event description:
It was reported that balloon burst occurred. Vascular access was obtained via radial artery. The eccentric, de novo target lesion was located in the mildly calcified and mildly tortuous between left anterior descending and left circumflex artery. A 8mm x 3.25mm nc quantum apex¿ and a 15mm x 3.25mm nc quantum apex¿ balloon catheter were used to dilate the lesion. The 8mm x 3.25mm nc quantum apex¿ balloon catheter ruptured post-dilating the stent at 16 atmospheres with unknown number of inflation. The physician then used the 15mm x 3.25mm nc quantum apex¿ balloon catheter,however the balloon ruptured at 20 atmospheres with unknown number of inflation. The physician used two other non bsc balloon catheters but also ruptured below rated burst pressure. The procedure was completed without further post dilatation. No complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen. Microscopic examination of the balloon and shaft did not reveal any tears or damage. The device was soaked in a warm water bath to loosen the contrast and prepped with an inflation device filled with water connected to the inflation port. The device was inflated to 20atm (rated burst pressure) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-00691. It was reported that balloon burst occurred. Vascular access was obtained via radial artery. The eccentric, de novo target lesion was located in the mildly calcified and mildly tortuous between left anterior descending and left circumflex artery. A 8mm x 3.25mm nc quantum apex and a 15mm x 3.25mm nc quantum apex balloon catheter were used to dilate the lesion. The 8mm x 3.25mm nc quantum apex balloon catheter ruptured post-dilating the stent at 16 atmospheres with unknown number of inflation. The physician then used the 15mm x 3.25mm nc quantum apex balloon catheter, however, the balloon ruptured at 20 atmospheres with unknown number of inflation. The physician used two other non bsc balloon catheters but also ruptured below rated burst pressure. The procedure was completed without further post dilatation. No complications were reported and patient's status was stable.